Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer would clear the alarm and resume insulin delivery. The customer's blood glucose (bg) ranged from not being impacted to 503 mg/dl at its highest. The bg was addressed with a correction bolus delivered via the pump. As the occlusions had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.